Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer's investigation, since the customer's complaint could not be duplicated, a definitive root cause could not be determined for the reported issue. It is possible that due to the user's handling, the cable unit and charge coupled device (ccd) unit suffered unexpected stress and that one or both of them failed, causing the reported issue. Proper handling of the device is described in the instructions for use: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the returned device reveals the following: the image quality was tested, olympus was unable to duplicate the user's report of "appears to be giving a picture of half moon, not a complete circle." This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported a hd autoclavable camera had an image problem. The user described the issue as "appears to be giving a picture of half moon". There is no patient impact related to this occurrence.